Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system emitted beep tones due to high out-of-range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. It was noted there was only a single oor measurement, otherwise the impedances had been stable measuring, 60 ohms to 80 ohms. Boston scientific technical services (ts) discussed continuing to monitor. This ICD and rv lead remain in service. No adverse patient effects were reported.